Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 patient exprienced no audio output. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and could not confirm the reported event of no audio output. A definitive root cause could not be determined. The device was also received for evaluation. A follow-up report will be submitted once the evaluation is complete.